Event description:
It was reported that the patient had post-surgery anesthesia delirium and was hospitalized. The patient is now out of the hospital and has been titrated up. No other relevant information has been received to date.